Event description:
Event description guidant received information that, during a device change-out procedure, the pacing portion of this chronic right ventricular (rv) defibrillation lead was noted to be fractured. It was reported that the shocking portion of the lead was working great.